Event description:
The nurse reported a problem with a tip. The event occurred during pars plana vitrectomy. Add'l info was requested on the event with no info received to date. No pt injury was reported.

Manufacturer narrative:
The vitrectomy probe and cassette have been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).